Event description:
While decapping tube (lot number and catalog number unknown), tube broke and employee received a cut to right thumb. Post exposure testing performed as per hospital policy for hiv, hep. C and alt.